Manufacturer narrative:
Date of event is an approximation.

Event description:
Additional information was received from a consumer (con). It was reported that the patient wasn't emptying their bladder six months before the battery was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient was still not emptying their bladder and they had the battery replaced 5 months ago due to normal battery depletion. No further complications were reported/anticipated.